Event description:
Clinical adverse event received for increased swelling of left knee. Event is not serious and is considered mild. Event is possibly related to both device and procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).